Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications. The physician reported that during the implant attempt it was not possible to fully reinsert the stylet in the lead. This incident was reproduced during the stylet insertion test. A fragment of coagulated blood identified in the lead lumen was found to be obstructing the insertion of the stylet. After the coagulated fluid was removed from the lead, the insertion of the stylet was no longer hindered and normal function was regained. The formation of the clot inside the lead lumen was most likely due to the entrance of physiological fluid by means of the distal terminal of the lead; the fluid could have been present on the stylet which was introduced into the lead during the procedure.

Event description:
During a positioning attempt of the subject lead, stylet insertion within the lead lumen became difficult. Also using new stylets, it was no longer possible to insert a stylet completely.